Manufacturer narrative:
(B)(4). The dexcom g4 platinum share for pediatric continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was located on the back of the arm and described as a red, raised bumps secreting pus. On (B)(6) 2016 the patient was prescribed lotion and a steroid cream. Affected area was treated with the prescribed lotion and steroid cream, as well as desonide and eletone. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum share for pediatric continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was reported on 09/27/2016. The patient had a follow-up visit on (B)(6) 2016 to the allergy specialist in regards to their skin reaction. The doctor recommented that the patient continue the use of eletone and desonide. No futher patient or event information is available.